Manufacturer narrative:
The product lot number has become available to the MFR and the MFR report # 1219161-1997-00990 is not the appropriate mfg site reference number. We will submit an initial report with the appropriate mfg site reference number which is MFR report # 1219930-1997-02297. All info pertaining to this event will be submitted in the initial MFR report # 1219930-1997-02297. Please disregard MFR report # 1219161-1997-00990 and refer to MFR report # 1219161-1997-00990 for all info concerning this event.

Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.